Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues changing their infusion set. The customer states they can go to reservoir and set, but when they go to set up the device does not respond. The customer's blood glucose level was 438mg/dl. The customer declined to troubleshoot the device. The customer states the high was attributed to having taken a steroid shot. The device was suspended and then resumed normally.